Manufacturer narrative:
B3. The event date is an estimated date (year valid; first observed (B)(6) 2025). D4. The model of the ins was unknown, but suspected to be 37612 activa rc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that probably high stimulation and/or high impedances, but not confirmed was the cause of the event. They've adjusted/lowered stimulation and measured impedances multiple times. It was unknown if the event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a dbs patient saw an out of regulation (oor) message on the patient programmer. Additionally, the patient did not receive effective therapy anymore. The implantable neurostimulator (ins) was programmed in constant voltage mode. Impedances were measured in the hospital and they saw all contacts were orange or red on one lead. It indicated impedance values were high, but values were not yet known. It was reviewed that high impedances could indicate an integrity/open circuit in the system. Potential causes for high impedance and oor and troubleshooting were reviewed.